Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the severely calcified popliteal artery. A 3.50x20mm promus premier drug eluting stent was used to treat the lesion. When the device was advanced in the lower leg, the stent dislodged in the external iliac artery. The device was retrieved using a snare. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.